Event description:
It was reported that the after emptying the arctic sun device, the fill level was still displayed as full. Users have reported poor water circulation and machine showed air leakage. Per review of wo on 20sep2024, there was no patient involvement. Per follow up information received via email on 20sep2024, device would be repaired in the hospital by crs.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The device was without error. No repairs related to the reported issue were made, as the reported issue could not be reproduced. The device passed all applicable testing and is ready for use. The reported event is unconfirmed, labeling/packaging review is not required. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after emptying the arctic sun device, the fill level was still displayed as full. Users have reported poor water circulation and machine showed air leakage. Per review of wo on 20sep2024, there was no patient involvement.